Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: how the procedure was complete? Completed with 30 minutes time delay as proceed deployment with securestrap. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? At intraoperative, no; status unknown after patient got discharged. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Patient¿s current status? Surgeon asked the patient to come for the follow-up but currently the status is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How the procedure was complete? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain patient¿s current status?

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2020 and the mesh was implanted. It was reported that during ipom once the proceed mesh came into contact with tissue while placement it became fragile and tearing. Surgery was delayed 30 minutes as a result of the reported event. The procedure was successfully completed. There were no adverse patient consequences reported.